Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). After investigation the event is no longer considered reportable. Summary of investigational findings: an 82 year old male patient was treated for a saccular aneurysm by tevar (thoracic endovascular aortic repair) with implantation of zta-p-34-113-w1 and zta-de-112-w1. After stent graft placement, vascular injury occurred at the proximal zta-p-34-113-w1 (complaint device) during touch-up with a coda balloon (coda-2-10.0-35-120-40). The balloon appeared bale-like on the images until the appropriate injection volume was reached, but another push after the balloon appeared bale-like resulted in a higher injection volume, and the vessel wall failed to withstand the balloon pressure, causing the balloon to become spherical. Angiography was performed. No retrograde dissection was seen on the angiogram, but there was a finding of a slight accumulation of contrast media outside of the proximal end of the stent graft, and localized vascular damage was suspected, so zta-p-34-113-w1 was additionally implanted. After repairing the vascular damage by tevar, the patient was confirmed to have stable blood pressure. Within 30 minutes of returning to the intensive care unit, the patient developed cardiac tamponade. An immediate contrast CT-scan showed that the patient had developed retrograde type a dissection from the damaged site of the stent graft, and he had developed cardiac tamponade, so the physician underwent emergency open-chest surgery. Although it was not visible on angiography during surgery, it is highly likely that the dissection had already progressed to the ascending vascular wall when the vascular wall was damaged [during previous tevar]. To relieve cardiac tamponade and treat type a dissection, an artificial blood vessel replacement procedure was performed on the ascending vascular graft. The physician has commented that he also felt the expansion pressure, but the blood vessel was damaged immediately, so the blood vessel wall may have been weak due to patient's age-related factors. In any case, since it was a problem with the amount of injection into the balloon, he did not think the device (zta-p-34-113-w1) was the cause. An imaging review has been performed by cri (cook research incorporated) based on a planning and sizing sheet, 3d reconstruction and the complaint report dated 29jul2024. Per imaging review findings: the proximal seal zone diameters were within the size range of the zta-p-34. The aorta was mildly calcified. Furthermore, the imaging expert use a coda and coda lp balloon catheter inflation parameters diagram to determine that to match the generally 30mm diameter seal zone, an inflation volume of approximately 20ml would have been appropriate. An additional 5ml would expand the endograft to 34mm. The IFU (instructions for use) states that the use of molding balloon is an option. Aortic damage including dissection, is listed as an potential adverse event in relation to the use of zta. Based on the provided information and the imaging review, nothing indicates that the event relates to a complaint device failure or abnormal use of the complaint device. The event is therefore assessed to be a side-effect related to the procedure possibly caused by a combination of slightly overfilling the ballon and age-related weak blood vessel. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: since the treatment length was about 130 mm and there was concern about future type 1b endoleak, the device plan was to implant zta-p-34-113-w1 followed by peripheral extension of zta-de-112-w1. After stent graft placement, vascular injury occurred in the proximal zta-p-34-113-w1 during touch-up with a coda balloon (coda-2-10.0-35-120-40). The balloon appeared bale-like on the images until the appropriate injection volume was reached, but another push after the balloon appeared bale-like resulted in a higher injection volume, and the vessel wall failed to withstand the balloon pressure, causing the balloon to become spherical. Action taken. 1) vascular damage during tevar the image clearly showed the possibility of vascular damage, so angiography was performed immediately. No retrograde dissection was seen on the angiogram, but there was a finding of a slight accumulation of contrast media outside of the proximal end of the stent graft, and localized vascular damage was suspected, so zta-p-34-113-w1/e4551482 was additionally implanted centrally. 2) open-chest surgery after tevar after repairing the vascular damage during tevar, the patient was confirmed to have stable blood pressure and left the room, but within 30 minutes of returning to the ICU, he developed cardiac tamponade. An immediate contrast CT scan showed that the patient had developed retrograde type a dissection from the damage site of the vascular, and he had developed cardiac tamponade, so the physician underwent emergency open-chest surgery. Although it was not visible on angiography during surgery, it is highly likely that the dissection had already progressed to the ascending vascular wall when the vascular wall was damaged. To relieve cardiac tamponade and treat type a dissection, an artificial blood vessel replacement procedure was performed on the ascending vascular graft. The physician thought that he also felt the expansion pressure, but the blood vessel was damaged immediately, so the blood vessel wall may have been weak due to patient's age-related factors. In any case, since it was a problem with the amount of injection into the balloon, he did not think the device was the cause. Patient outcome: the patient has recovered.

Manufacturer narrative:
Manufacturer ref# pr (B)(4). G4) similar to device marketed under PMA/510(k) p140016 investigation is still in progress this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.